Event description:
It was reported that the patient presented to the emergency room. It was noted that the right atrial (ra) lead, the right ventricular (rv) lead, and the left ventricular (lv) lead showed signs of erosion through the skin. All leads were explanted. The patient was in a stable condition.